Manufacturer narrative:
The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a missing piece from the threading at the battery compartment, a crack above the screen, and damage at the bottom of the reservoir compartment. The customer did not know the blood glucose reading. Advised replacement of the insulin pump. The customer stated that she would like to hold onto her device. Nothing further reported.